Event description:
Nurse reported that one day after instilling gas, no bubble was found in the pt's eye. First procedure performed (B)(6) 2009. The pfp was used at 100%. Second procedure performed (B)(6) 2009. Bubble observed in pt's eye as intended (B)(6) 2009. There was no harm to the pt.

Manufacturer narrative:
Evaluation summary: analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc analysis. A check of the batch production records showed no process or analysis issues. There have been no other complaints received for the lot number. (B)(4).